Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model: mc1810 biopsy instrument allegedly experienced self-activation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 54 year old male patient's weight was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: g4: PMA/510k. H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported information, the device is pending return to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model mc1810 biopsy instrument allegedly experienced self-activation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male patient's weight was not provided.